Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had broken belt clip, constant tone, battery out limit, button anomaly and watchdog set test failure. The customer's blood glucose was unknown at the time of incident. Reportedly, none of the buttons were working. The pump failed self test. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc and act button. Electrical board connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Device passed all operating currents tested within the specific range and passed off no power test. Device was monitored and tested with no audio or beep anomaly, watchdog set test failure alarm and unexpected battery out limit alarm noted. Device received with cracked reservoir tube lip and minor scratches on display window noted.